Event description:
The customer reported the device is passing opcheck but not recognizing battery in slot b. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted one the investigation is complete.